Event description:
The user facility reported that the "tip of the bronchoscope came off during a procedure." The user facility was contacted several times via telephone and in writing, but no additional information was received regarding the report.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation found that the distal tip of the bronchoscope remained securely attached to the bronchoscope, however, some amount bending section cover glue appeared to have been stripped at both the proximal and distal ends of the bending section unit. The bending section cover glue was noted to be discolored. The glue around the light guide lenses was observed to be cracked and gray due to chemical damage. Further investigation determined that the bending section cover was leaking due to scrapes and cuts. The instrument channel was examined, and scrapes and tear marks were observed on the channel wall at the distal end and on the insertion tube. There were dents noted on the light guide tube, which were determined to be due to physical damage. The cause of the user's experience cannot be conclusively determined, however, user handling and reprocessing techniques may have contributed to this report. If significant information becomes available at a later date this report will be supplemented .this report is being filed as an MDR in an abundance of caution.